Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm noted. The insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 80 mg/dl. The insulin pump will be replaced. Nothing further reported.